Event description:
Incident details: defective connector. Cs#(B)(4). Was patient or end-user injured: no. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).